Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a pericardial effusion occurred while utilizing the balloon catheter, along with note of a perforation and tamponade from the perforation. The effusion was noticed by the distribution of contrast fluid on the fluoroscopic imaging. The patient had symptoms of pain, although sedated and then oxygen saturation started to drop. The catheter did not show any visible signs of a defect. The physician did not advance the balloon catheter but rather had the catheter pulled backwards a little in order to have the balloon before inflating it. The coronary sinus of the patient had relatively small diameter. There were no handling errors and no indication the performance of the catheter led to the effusion. The delivery catheter was removed and the patient was transferred to the intensive care unit (ICU) due to the effusion. No further patient complications have been reported as a result of this event.